Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported a peritoneal dialysis nurse observed smoke coming from the heater tray of a cycler. Technical services advised to discontinue use of the cycler. The cycler was replaced. Follow up with the peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the event. The patient completed the treatment on a separate cycler. The patient was training on a clinic cycler, no treatments were reported as missed.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the flickering/blank screen was due to a burnt transformer on the inverter board and a burnt touchscreen ground strap. A known good inverter board was installed and the display became fully operational. The cycler passed load cell verification. A simulated treatment was run for 15 minutes with 1000ml of fluid and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
...